Event description:
It was reported that the customer was hospitalized due to high blood glucose and nausea. Troubleshooting was performed. The time and date were incorrect. Assisted the mother to correct them. Assisted the caller to run a manual prime test and the insulin did exit. The high pressure test was performed and passed. Instructed the caller to remove the cannula and it was not bent. The mother stated that the customer also complained of stomach hurting after eating his lunch. Then the blood glucose was reading high. The mother contacted his doctor who started treating his blood glucose with manual injections. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.